Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded two suspected discrepant potassium result of >8.0 mmol/l on a 72 year old female patient with hyperkalemia, and fatigue. There was no additional patient information available at the time of this report. Return product is available for investigation. Alinity lab (B)(6) 2022 16:33 17:10 6.5 mmol/l a (hemolysized), I-stat (B)(6) 2022 17:18 17:20 >8 mmol/l b, alinity lab (B)(6) 2022 18:30 19:14 4.3 mmol/l c. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed that the lot passed finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria as outlined in appendix 1 of q04.01.003 rev ak product complaint level 2 and level 3 investigation procedure. No deficiency is identified for chem8+ lot h22115

Event description:
Na.